Event description:
An ocd analyst obtained unexpected positive vitros (B)(6) from three different patient samples obtained during a routine stability test event while using the vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained unexpected (B)(6) results from three different patient samples during a routine stability test event while using the vitros 3600 system. The investigation could not determine a definitive root cause. An instrument, reagent or use of expired reagent cannot be ruled out as contributing factors. Although expired (B)(6) reagent is used for this testing event, the samples were expected to produce (B)(6) negative results. Investigation is ongoing.